Event description:
The customer reported that the aim beam of the side-firing fiber forward fired at 36,363 joules during a prostate procedure. The procedure was completed with a second fiber. It was reported that there was no patient injury.